Manufacturer narrative:
A complete lead was returned in one piece. The reported events were not confirmed. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Unable to perform helix mechanism test due to the condition of the helix as received. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion exposing the outer coil caused by friction to the device can was noted at 18.5 cm to 18.7 cm from the connector pin.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08127. It was reported that on (B)(6) 2020 it was noted that the right atrial (ra) lead was not sensing any activity in the atrium. Pacing and capture was not possible when testing the ra lead. The right ventricular (rv) lead was pulled back and sensing activity in the atrium. Pacing and capture was not possible when testing the rv lead because the rv lead was in the atrium and the patient was in atrial flutter. The patient was stable before and during surgery. After surgery and in the recovery room the patient had some tachycardia. The physician interrogated the device and it was functioning well. He ordered an echocardiogram and it looked satisfactory as well. The physician commented that the patient's tachycardia may be as a result of the lead extraction that was performed earlier. The patient will continue to be observed.